Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to the emergency room since her blood glucose level were high on october 27, 2019 with blood glucose level of 498 mg/dl. Customer's blood glucose level was 538 mg/dl at the time of incident on (B)(6) 2019. Customer also provided blood glucose level of over 400 and almost 500 mg/dl. Customer¿s current blood glucose level was 145 mg/dl. Customer treated at the hospital with intravenous fluid. Customer experienced vomiting and body aches as a result of high blood glucose. Customer declined to troubleshooting for hyperglycemia. Customer treated high blood glucose with insulin pump. Customer also reported that a week ago she put in a sensor that spent three days that did not red and was not calibrating. When she took the sensor off gave up and noticed that there was blood at site. No further details provided about emergency room visit. The insulin pump was not returned for analysis.